Event description:
A lead extraction procedure commenced to remove a right atrial (ra) and right ventricular (rv) lead due to bacteremia and cied system/pocket infection. A cook medical needle's eye snare was used on the leads to provide traction. Beginning with a spectranetics 14fglidelight laser sheath, and switching between the two leads, the ra lead was removed first from the groin. Then, targeting the rv lead, the patient's blood pressure began to drop, and rescue efforts began, including pericardiocentesis. A cardiac tamponade was suspected, and the patient stabilized. The procedure continued and the rv lead was removed from the groin with the snare, and the patient survived the procedure. Although spectranetics devices were used during the lead extraction, the glide light was not being used when the injury occurred. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).